Manufacturer narrative:
The event of urinary tract infection, deemed not device related is considered an unexpected adverse drug experience. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported injected patient with 2 ml of juvéderm® volbella¿ xc in right and left infraorbital. After 3 months and 10 days later,patient experienced ¿asymptomatic urinary tract infection¿ which deemed not device related. Symptoms are ongoing.